Event description:
Customer reported the v-series monitor shut down, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's front case connector and rear housing. Unit was safety tested to factory specifications.